Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 04-apr-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the extract transform load (etl) was not running. A technical support specialist investigated and the etl failure for the dispensing system server reports database in production was addressed by referencing the recurring issue previously linked to production issue 973054. After reviewing the latest error logs and confirming that the failure was again caused by problematic data in the report log table preventing etl completion, knowledge article "medstation es - etl failure - derived column input" was executed to resolve the error. Once the script was run, the etl processes were monitored and confirmed to be running successfully. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server user informed dispensing system server reports database failed repeatedly and extract transform load (etl) error. The customer stated that this malfunction was impacting the dispensing workflow. However, there were no delays or adverse events or injuries reported based on this event.